Event description:
It was reported that (1) device was used during an unknown. It was reported by the affiliate that the endoscopic multifeed stapler instrument jammed. Another instrument was used to complete the case. There was no consequence to the patient.